Manufacturer narrative:
Initial reporter: address unavailable.  Bd corporate address used. FDA notified: the initial reporter also notified the FDA on 24-jun-2015 via medwatch # mw5043381 results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened for further investigation of partial/no needle retraction.

Event description:
It was reported that the needle of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter are not retracting after using them causing the employees to get stuck after use. Medical intervention is unknown.